Manufacturer narrative:
This device is not expected for return; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. This lead is not expected for return. Additional information: we received information from the field indicating that this rv lead was explanted due to loss of capture. It was also noted that since the patient was in chronic atrial fibrillation, the decision was made to implant a single chamber device. The field representative confirmed that this device is not available for return as it was discarded at the hospital.

Manufacturer narrative:
This device is not expected for return; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. This lead is not expected for return.